Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels; however, no specific bg value was provided. The customer changed infusion sets and met with health care providers but their elevated bg levels persisted. It was indicated that the current pump and/or manual injections would be used for diabetes management.